Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, pericardial effusion was observed before leaving the operating room. The patient's blood pressure subsequently decreased. Drainage was performed and a blood gas test was performed. It was speculated that it might have been venous blood from the right ventricle. An echocardiogram was performed and it appeared as if the right ventricle was perforated at the right ventricular pacing lead. Drainage was performed as is, and the patient was followed up with. No additional adverse patient effects were reported. Additional information was received that approximately one week after valve implant, the patient was found to have a "tilted body". A computed tomography scan of the head was performed which revealed a cerebral infarction. Anticoagulants were not administered due to the recent cardiac tamponade. Subsequently, the patient was monitored and supplemental fluids were administered, and the patient showed no neurological symptoms. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.